Event description:
While on site to troubleshoot an unrelated issue, the beckman coulter field service engineer (fse) found the white blood cell (wbc) electrode on the unicel dxh 800 coulter cellular analysis system was expanding/open. The fse replaced the wbc bath to address the issue. There was no report of patient injury or change to patient treatment related to this event.

Manufacturer narrative:
(B)(6). The fse replaced the wbc bath to resolve the expanding/open wbc electrode. Service activity performed was verified to meet performance specifications. (B)(4).